Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfun ction/sacral nerve stimulation. Patient's reason for visit was urgency and frequency of urination. The preoperative diagnosis was a nonfunctioning ins, intractable urgency, and intractable frequency. They noted that it initially worked, but the hcp was re-presented this "past month" saying the unit did not work anymore and they didn't want it "due to the need to go through metal detectors, etc." The hcp offered, but the patient deferred the offer to change the battery. As a result of what was reported, the system was explanted and was sent intact to the pathological department. The estimated blood loss was less than 5ml, there were no complications, and they were sent to the recovery room in good condition. No further patient complications have been reported as a result of this event.